Event description:
It was reported that, during wound treatment, the patient experienced painful, red, itchy surrounding skin of wound to which dressing was applied. Initially, they were unsure if the leg was infected as erythema was quite marked, widespread and delineated. The patient was treated with antibiotics, however the same reaction occurred when dressings were reapplied on another occasion. The patient outcome is unknown.

Manufacturer narrative:
H6: updated codes. The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. There is nothing to indicate that the device was responsible for the event in any way. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review found further instances of the reported event in the last 3 years. There is nothing to indicate that this is outside of acceptable rates of occurrence. A clinical review concluded that there was insufficient information provided to determine whether the patient's symptoms were due to a pre-existing or concurrent medical condition or sensitivity. Probable root cause for the issue may be incorrect application of the dressing or improper preparation of wound area, or patient sensitivity to product or an existing skin condition. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device including skin preparation and dressing application. A risk management review concluded that the alleged failure mode and associated risk is mitigated in the risk files with no updates required. This investigation is now complete with no corrective actions required. Smith + nephew will continue to monitor for any adverse trends relating to this product range.